Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Sales representative reported "damaged implant container. The inner packaging tore away when opening and they had to discard the entire implant". This record is for an unknown side. Device has been discarded.

Manufacturer narrative:
Reason for reoperation: n/a, device not implanted; "damaged implant container. The inner packaging tore away when opening". Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: tyvek or thermoform sticking: observed delamination of outer and inner lid through visual inspection. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b1, b2, b5, d9, e1, e2, e3, g2, h1, h3, h6, h11.

Event description:
Sales representative reported on behalf of healthcare professional, "damaged implant container. The inner packaging tore away when opening and they had to discard the entire implant". Device was not implanted. Surgery was completed with a backup.